Event description:
Voluntary medwatch received states the patient's atrial lead exhibited noise episodes. Programming changes were discussed but not made. No additional adverse patient effects were reported.